Event description:
It was reported via a call from the rn to the clinical support specialist (css) at 5:27 am est regarding a very dampened central lumen ap (arterial pressure) waveform and erroneous ap values. The intra-aortic balloon (iab) was placed (B)(6) 2012, and has nss flush connected. The sheath with sideport was present, but the rn stated that there was never a decent waveform transduced from that source and unable to aspirate sideport for blood draws. The pt is in rapid atrial fib with rate 100-150/min. Pump is in autopilot and alternating between afib and peak triggers. Timing method from strips: weissler/r-wave delation. The rn verified that the intra-aortic balloon (iabp) is pumping with no alarms, but intermittent message on screen that no ap signal is available. The rn had verified that all connections are intact to the iab and pump. The rn was able to aspirate blood from the central lumen with some difficulty, but was unable to flush with pigtail of pressure system. The css explained that the central lumen is at least partially clotted off and unable to be used by the iabp for timing as evidenced by the weissler timing on the printout. The rn has no other ap source other than the sheath sideport which was already noted to be unusable. The css explained the importance of an ap waveform for timing and the best option would be to get a radial ap and transduce directly to the iabp. The css requested that the rn mark the iab to be saved after removal from the pt for return to the company. The rn verbalized understanding of all above and had no further questions. There was no report of pt death, complications or injury. No medical/surgical intervention was required. No delay or interruption in therapy was noted with no cause harm to the pt. The pt outcome is unk at this time. Add'l info rec'd on (B)(6) 2012, stated that as a result, the issue was resolved with a line inserted successfully. They did not have to remove the iab. The pt outcome is the pt is still receiving iabp therapy. The pt is stable and fine.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.